Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the control unit had a scratch, and the plug unit was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had an unstable image. The issue was observed during preparation for use, and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the image was blank. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the unstable/no image issue could not be determined, however, the image issue was likely the result of damage to the charged-coupled device (ccd) unit due to user handling/mishandling. The event can be prevented by following the instructions for use (IFU) which states: important information : please read before use precautions: caution ¿turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor¿. Precautions for disappeared or frozen endoscopic image: warning ¿follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination¿. 3.8 inspection of the endoscopic system inspection of the endoscopic image ¿confirm that the wli and nbi endoscopic images are normal¿. 5.1 troubleshooting ¿if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿¿. Olympus will continue to monitor field performance for this device.